Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 547 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting but was unable to change their infusion set at the time of the call. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise.